Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00254: driver.

Event description:
An polarus 2 plate was being implanted. During the insertion of the screw, the driver broke in the screw head. The broken tip of the driver could not be removed so it was left implanted in the screw head.